Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: the surgeon was able to press the green button. At first ,the surgeon could not squeeze the handle and a crack sound was heard. Then the surgeon squeezed the same handle very slowly and could fire the device completely. No patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a wedge/segmental resection, the surgeon fired the device but it stopped halfway through. The replaced with a new reload and the same thing occurred. The procedure was completed with another device.